Event description:
A us distributor returned a monitor and reported monitor was displaying a download code 202.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (dl code 202) was confirmed. During the investigation the bluetooth chip u407 was found to be defective on the pca board, causing the downloading issues. There is no indication that patient protection was affected. During evaluation of the monitor, no damage was found that would have directly prevented the device from passing detect and treat. The root cause for the defective u407 component could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.